Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue due to which she experienced diabetic ketoacidosis and high blood glucose level, which was self-treated with the pump. Subsequently, the patient went to the emergency room with blood glucose level over 700 mg/dl and she was put on an insulin drip. The patient also had large ketones, which was assessed as dangerous/life threatening by a healthcare professional. Her blood glucose level was in 200 mg/dl range and she was still not feeling well when she left the emergency room. So, she was admitted to the hospital and was put on an insulin drip, which resolved patient's high blood glucose level. The infusion set was improperly inserted a day before hospitalization and it had been in use for less than a day. There was no permanent damage to the patient and she stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.